Event description:
It was reported, that during a tvt procedure, the mesh loosened from the needle. The procedure was completed successfully however, an incision was enlarged up to 7cm in order to retrieve the collar/shrink tube from the cavum retzil. The procedure was extended 60 minutes.